Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. No conductor wire damage was observed. The complaint regarding thermal damage was confirmed by failure analysis

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps yaw disk of the instrument shows thermal damage. There was no report of patient involvement.